Manufacturer narrative:
(B)(4). Batch #: r58v6h. Investigation summary: the analysis found that one pse60a device was returned with no apparent damage and with an ecr60w cartridge reload loaded on the device. The cartridge reload was received partially fired 1/2 with the cartridge body and cartridge deck damaged and with the cartridge pan dislodged. Further analysis showed that the knife was out of jaws. No functional test was performed due the condition of the device. The damage to the cartridge is consistent with the device being clamped over a hard object. To mitigate the potential for staples getting into the cartridge and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and cartridge jaw in sterile solution and then wipe the anvil and cartridge jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported that during the gastric stromal tumor surgery, could not fire on the 2nd firing. The surgeon did not release the firing button, the reload fell off from the jaw. Could not return the blade. Changed the new one to complete surgery. There was no patient consequence reported. No additional information can be provided.